Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology from the time of implant are unknown. The current proximal aortic neck diameter is 28-31mm. The aortic neck is mildly angulated with mild thrombus and calcification. It was reported that approximately 7.5 years after the index procedure, the patient presented in the ER with complaints of bloody stools. A CT was done and it was discovered that the patient's stent graft had migrated 49mm distal to the renal arteries. A proximal type I endoleak was also present. The patient was noted to have disease progression with aortic neck dilatation. The physician treated the migration with an endurant 363649 cuff, and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Disease progression; neck dilatation. Conclusion: disease progression; neck dilatation.